Manufacturer narrative:
The device has not yet been returned to the manufacturer at the time of this report. A supplemental form will be sent once the evaluation is completed if the device is returned. The device history report was reviewed and no discrepancies were found.

Event description:
It was reported that during a procedure the drill bit broke off in the patient's tibia. The physician was unable to remove and retrieve the broken piece. There was no patient injury reported. Additional information was requested but no additional information was available including the device model/part number.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation with contaminants present on the device consistent with patient contact and use in the field. The returned drill bit was missing its distal tip. The cutting tip of the drill bit was not returned, but instead the device ends prematurely in an uneven jagged break. The site of the break was examined under magnification. No overt indications of weak metal or abnormalities such as pitting or rust were found to be present. The root cause for the break remains undetermined. The device may have been mishandled or torqued in the field.